Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were still showing as pre-admitted in pyxis after being admitted. The technical support specialist (tss) provided information as per knowledge article admitted patients appear pre-admitted, confirmed the issue was resolved, and marked the case as closed. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient was still showing as pre-admitted in pyxis after being admitted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.